Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted and the patient was discharged on a medication regimen of 60mg lixiana. Aspirin was skipped due to history and high risk of bleeding. During the 45 day follow up, transesophageal echocardiogram (tee) noted a thrombus attached to the closure device. The patient will continue 60mg lixiana.

Manufacturer narrative:
Date of event: estimated since unknown.